Event description:
A sales representative reported on behalf of a customer that the pro7200se, hall micropower+ sagittal saw device was used in an unknown procedure on (B)(6) 2025, and ¿during the procedure the pro7200se had a grey murky, almost grease come out the tip of the unit into the patient. We changed units and put the unit aside. The wound was washed out and cleaned. Patient experienced infection and is likely having toe amputated.¿. Further assessment is ongoing, and a good faith effort has been made to obtain additional information; however, no response has been received to date. This report is being raised due to the reported injury of infection sustained after unknown substance leaked from the device into the patient. Update: information received on 02sep25 indicates "looks like everything is better with this patient.".

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of one report, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: keeping the nose of the handpiece pointed downward, rinse under tap water (minimum temperature of 25°c/77°f) for a minimum of 30 seconds using a minimum of 6 liters to remove all traces of soap. Rinse all attachments likewise. Flush all surfaces free of tap water with distilled water (minimum temperature of 25°c/77°f) for a minimum of 20 seconds using a minimum of 4 liters of deionized water. Ensure handpiece is visibly free of detergent or cleaning residues. Gently shake the equipment free of water and wipe the surfaces with a clean, lint-free towel. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the pro7200se, hall micropower+ sagittal saw device was used in an unknown procedure on (B)(6) 2025, and "during the procedure the pro7200se had a grey murky, almost grease come out the tip of the unit into the patient. We changed units and put the unit aside. The wound was washed out and cleaned. Patient experienced infection and is likely having toe amputated." Further assessment is ongoing, and a good faith effort has been made to obtain additional information; however, no response has been received to date. This report is being raised due to the reported injury of infection sustained after unknown substance leaked from the device into the patient.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no prior data was found. (B)(4). Per the instructions for use, the user is advised the following: keeping the nose of the handpiece pointed downward, rinse under tap water (minimum temperature of 25°c/77°f) for a minimum of 30 seconds using a minimum of 6 liters to remove all traces of soap. Rinse all attachments likewise. Flush all surfaces free of tap water with distilled water (minimum temperature of 25°c/77°f) for a minimum of 20 seconds using a minimum of 4 liters of deionized water. Ensure handpiece is visibly free of detergent or cleaning residues. Gently shake the equipment free of water and wipe the surfaces with a clean, lint-free towel. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the pro7200se, hall micropower+ sagittal saw device was used in an unknown procedure on (B)(6) 2025, and ¿during the procedure the pro7200se had a grey murky, almost grease come out the tip of the unit into the patient. We changed units and put the unit aside. The wound was washed out and cleaned. Patient experienced infection and is likely having toe amputated.¿. Further assessment is ongoing, and a good faith effort has been made to obtain additional information; however, no response has been received to date. This report is being raised due to the reported injury of infection sustained after unknown substance leaked from the device into the patient. Update: information received on 02sep25 indicates "looks like everything is better with this patient.". Update #2: information received on 04oct25 indicates that patient "healed and is doing well. No amputation was performed.".